Event description:
This is an international report received through baxter (B)(4) after hours service. It was reported that the homechoice (hc) machine sounded system error (se) 2240 (air in line) during initial drain. The home patient (hp) was connected to the machine. Technical service representative (tsr) had the hp close all clamps and cycle power off/on. The hp would let the renal nurse know about the air detect alarm. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.